Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the issues could not be determined. The patient effect of vascular dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. A definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user medwatch report #: mw5149869.

Event description:
User facility medwatch report received that states "during a transfemoral tavr(transcatheter aortic valve replacement) case a 29mm sapien 3 valve was successfully deployed. The delivery system and sheath were removed. The perclose were cinched and an injury at the level of the femoral head was noted. They ballooned the artery with a 6mm balloon. Post angio showed a dissection with no flow limitation. The patient left the room in stable condition. The physician felt the issue was caused by a perclose issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."